Manufacturer narrative:
The quality engineering (qe) team of intuitive surgical inc., (isi) re-evaluated the record and provided the following information: the probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event. The issue was resolved with customer restarting the system and reseating the endoscope on the arm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 30-degree endoscope involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci assisted ventral hernia etep surgical procedure, the endoscope was flipping its orientation. Prior to calling in an intuitive surgical inc., (isi) technical support engineer (tse) , customer replaced the endoscope and it behaved in the same manner when installed on the system arm. The customer undocked and restarted the system to correct the endoscope orientation issue. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the details of one of the 30-degree endoscopes were clarified. The surgeon was dissecting when the reported issue occurred. The image was inverted but , the reported event did not involve a reversed control of system arms. The vision orientation changed on its own. The endoscope moved freely with uncontrolled motion. At the time of event, the system recognized the correct scope and surgeon did confirm the desired orientation when the endoscope was installed. An indication of image orientation was provided to the surgeon via user interface. Patient demographics were provided.